Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced to dilate a previously placed venous stent. However, on the first inflation at 5 atmospheres for few seconds, the balloon ruptured. There were no fragments left inside the patient and the device was removed successfully. The procedure was completed with a non-boston scientific balloon. No patient complications were reported.